Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: were there any issues experienced with the device in the initial surgical procedure? No. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b what confirmation was received that the device completed the firing sequence? Green checkmark was visible was the green checkmark visible at the end of the firing? Yes. Were any hemostasis issues identified intraoperatively? No if so, how were they addressed? How many days post-op was the bleeding identified? How was the bleeding identified? Was bleeding intraluminal or intrabdominal? What was the total estimated blood loss (ml)? Were blood products administered? Were there any issues noted with staple formation at any point throughout the care of the patient? Surgeon clipped the staple line, which took care of the bleeding. If so, please describe the shape and anatomic location along the anastomosis. Was the patient anti-coagulated, as per protocol? Yes what is the current status of the patient?

Manufacturer narrative:
Product complaint #: (B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Were there any issues experienced with the device in the initial surgical procedure? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? Were any hemostasis issues identified intraoperatively? If so, how were they addressed? How many days post-op was the bleeding identified? How was the bleeding identified? Was bleeding intraluminal or intrabdominal? What was the total estimated blood loss (ml)? Were blood products administered? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and anatomic location along the anastomosis. Was the patient anti-coagulated, as per protocol? What is the current status of the patient?

Event description:
It was reported that post op of a colectomy, patient had post op bleeding and had to be brought back into the or where the surgeon clipped the anastomosis site where he had used the circular stapler.